Event description:
The customer reported that the sweep speed automatically changes after the implementation of field change order, fco72200480. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the sweep speed automatically changes. The device was not in use on a patient at the time of the event.